Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the authorize service provider on the v60 indicating that while performing preventative maintenance, it was observed that the device's screen did not display even though airflow was being delivered. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the lcd screen was completely dark, and nothing was displayed on it. The asp replaced user interface assembly then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.